Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/11/2015 with the following findings: on investigation, the alleged display issue was duplicated. The pump powered up to a dim verify screen with reddish text. The auditory and vibratory features were operational. On 08/16/2015 additional defects were found and they are as follow. Multiple battery compartment cracks were observed, from the top of the compartment towards the case seal, from the top of to the grip pad, and from below the grip pad to the case seal. The audio bolus button cover was damaged and removal of the bolus button cover found a misaligned bolus button assembly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue with dim/faded text. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.